Event description:
It was reported that multiple cartridges were damaged at the cartridge tubing. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A cartridge change was performed to address the elevated bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.